Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure using two prostyle devices relative to an unspecified procedure. Reportedly, the suture threads of the two prostyle devices presented a defect during the procedure. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, device analysis revealed that the suture was returned partially removed from the guide tube and was cut approximately 6 inches from the swage end of the posterior needle tip. No other information.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The unspecified device issue was observed as suture retrieval issue bilateral needle to cuff miss. Device analysis revealed that the suture was returned partially removed from the guide tube and was cut approximately 6 inches from the swage end of the posterior needle tip. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.